Event description:
The reporter stated the surgeon inserted an aq2015a aspheric silicone three piece lens and the surgeon noted the lens was cracked. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the surgeon felt the lens was received cracked.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization or packaging processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Device evaluated by manufacturer? No: lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).